Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-15112. During follow-up, noise resulting in oversensing was observed on the right atrial and right ventricular leads. Provocative tests were performed and revealed no anomalies. The physician elected to monitor the patient. The patient was in stable condition.